Manufacturer narrative:
Unit passed displacement test, excessive no delivery test, occlusion test, seat and rewind and basic occlusion test. Unit was unable to prime during prime/compromised force sensor alert test due to faulty fsr (gold). No motor error noted during testing. Motor tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.